Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of alopecia ("hair thinning"), anxiety ("anxious"), depression ("depressed"), abdominal distension ("bloating"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("vaginal discharge"), headache ("headaches"), back pain ("lower back pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), rash ("rashes or skin conditions type: rashes"), the second episode of alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue,"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), abdominal pain lower ("pain/lower abdomen") and loss of personal independence in daily activities ("trouble going to the bathroom") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy, bilateral oophorectomy, salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, fatigue and loss of personal independence in daily activities had resolved and the genital haemorrhage, weight increased, anxiety, depression, abdominal distension, menstruation irregular, vaginal discharge, headache, back pain, rash, the last episode of alopecia, migraine, gastrointestinal disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, depression, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, loss of personal independence in daily activities, menorrhagia, menstruation irregular, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2009: results: confirmed proper placement.. Ultrasound pelvis - on (B)(6) 2013: endometrial fluid collection. Ultrasound scan - on an unknown date: diffusely enlarged uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs+mr received: events trouble going to the bathroom, abnormal bleeding (vaginal, menorrhagia),rashes or skin conditions type: rashes, migraines, dysmenorrhea (cramping),pain, vaginal discharge, fatigue, gastrointestinal or digestive system condition, hair loss were added. Lab data medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair thinning"), weight increased ("weight gain"), anxiety ("anxious"), depression ("depressed"), abdominal distension ("bloating"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("vaginal discharge"), headache ("headaches") and back pain ("lower back pain"). The patient was treated with surgery (removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, anxiety, depression, abdominal distension, menstruation irregular, vaginal discharge, headache and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, genital haemorrhage, headache, menstruation irregular, pelvic pain, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.